Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having a return of symptoms after they had a hip replacement on the 24th of june. Patient confirmed that they were able to turn off their therapy during the procedure and turn their therapy back on afterwards, but they weren't able to clarify guidelines regarding their hip replacement. They gave themselves a little grace period for their therapy to take effect again because their whole side was kind of numb, but then their symptoms got progressively worse, especially at night. The patient stated that prior to their hip replacement, their stimulator was working great. The patient added that since after the procedure, they were having difficulties, including having to go to the bathroom last night at 10pm, 11pm, 12am and 2am. The patient stated that each time, they were laying on their back, but by the time they stand up to go to their "potty", they have already wet their pants. The patient also mentioned that they do fairly well through the day because they just go "regularly" even when they lay down, but when they stand up, it just runs, and they can't stop it. The agent reviewed general therapy information and walked the patient through connecting to their ins. The patient confirmed that their therapy was turned on and they were able to increase their stimulation to a comfortable level. The patient confirmed feeling the stimulation in their bike seat area. The patient will maintain stimulation and will continue to monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the steps taken to resolve the issue included that after they spoke to a manufacturer representative (rep), they increased their intensity to 3.1. They reported the issue had not yet been resolved, and that they needed to set up an in person appointment to discuss options.